Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support because they were unable to twist the connector onto the device during a supply change. With guidance, it was determined that the connector was positioned backwards. The patient was instructed on the correct orientation and was then able to push, twist, and successfully complete the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.